Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clincal study and a manufacturer representative regarding a patient receiving remodulin with an unknown dose and concentration via an implantable pump. It was reported that on (B)(6) 2017 the actual volume was reported to be outside the expected volume on the accuracy chart (unscheduled 49 visit). The expected volume was 5.7ml and the actual volume removed was 13ml. On (B)(6) 2017, the actual volume was reported to be outside the expected volume on the accuracy chart (unscheduled 50 visit). The expected volume was 7.7ml and the actual volume removed was 16ml. No associated adverse event was reported on either date/no symptoms were reported. The event dates were noted as (B)(6) 2017 and (B)(6) 2017. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) indicated on 2017-may-05 during refill visit, prior to the refill the programmer expected reservoir volume was 5.4ml and the actual residual volume removed from the pump reservoir was 11ml. It was noted that this was outside the flow rate accuracy specifications. No action was taken. On 2017-jun-05 during refill visit, prior to the refill the programmer expected reservoir volume was 5.9ml and the actual residual volume removed from the pump reservoir was 14ml. It was noted that this was outside the flow rate accuracy specifications. No action was taken. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.